Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Explant date: end of (B)(6) 2021.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.